Event description:
Consumer called to report inconsistent readings with her meter. Her husband had a hypoglycemic attack and passed out. Paramedics were called for assistance. Bd meter read 56 and emt meter was 22. Thinks this has affected insulin therapy.